Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or pictures received; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determined that no corrective actions are required at this time.

Event description:
It was reported that the bd microlance¿ 3 needle came loose from the syringe during use. The following information was provided by the initial reporter: "a patient have a problem with caverject, the needle came loose from the syringe. This is the 4th time this problem occured and with different packages. The product has been administrated by a nurse who is experienced with adminstration of caverject."